Event description:
Spermicide condoms & gels are not recommended by both (B)(6) and (B)(6). (B)(4) report states; one trial showed an increased risk of (B)(6). Spermicide cause tiny unseen opening that allows (B)(6) to enter the human body. Lifestyles condoms by ansell ltd, and gynol ii uses spermicide that requires a disclaimer to announce to the public that spermicide product are not recommended by (B)(6), and the center of disease control.